Event description:
A report was received that the patient would have their system explanted due to pain at the pocket site.

Manufacturer narrative:
The explanted devices were discarded by the medical facility and were not returned to bsn for evaluation.